Manufacturer narrative:
Device eval summary: device eval of battery pack (B)(4) has been completed. The reported problem (battery will not hold a charge) has been confirmed. Upon eval, it was discovered that the battery back had one or more dead cells. The root cause of the dead cells cannot be positively identified. Once the cells were replaced, the battery was fully functional. No adverse event resulted from the defective battery. The pt received a replacement battery.

Event description:
The daughter of a (B)(6) old male pt contacted zoll lifecor customer support service to report that one of the pt's batteries was not holding a charge. The pt was provided with a battery pack.